Event description:
While performing liposuction the unit suffered a complete structure failure of the liner and lid. The implosion resulted in a 4 foot diameter spray of extracted bodily fluids, and projected the plastic port covers eight feet across the room, narrowly missing the nurse anesthetist.